Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump had the correct settings however the line was still clamped so the patient did not receive any medication. It was reported the pump did not alarm or stop and ran the entire time. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional information: h6 corrected data b1, corrected data: corrected data b1: product problem.